Manufacturer narrative:
Evaluation, results: main card. (B)(4).

Event description:
On (B)(6) 2012, customer reported that their act diff instrument leaked and the white blood cell (wbc) bath overflowed. The leak was not contained within the instrument, and the volume was approximately 25-30ml. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed the baths overflowing. Fse replaced the main card and valve 15. This resolved the issue and no further problems were reported.